Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade ii/iii. Device was explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade ii/iii. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; linear opening on posterior, yellow biological tissue in the shell and black, yellow and green mold like appearance in the shell. Leak test and microscopic analysis was performed which identified; striated linear opening on posterior and sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool. A sharp pattern on plug strap of broken assessed as an unidentified (tear) opening.